Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional (hcp) reported patient was non-responsive, asleep. Additional information has been requested, but was not available as of the date of this report.